Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm found that the test balloon would slowly lose volume while pumping and checked for leaks and did not find problem. The stm tested compressor and was able to reach 430 and ran 30 psi calibration and still found same issue. The stm replaced the pneumatic module., and the iabp ran without error. The stm completed full pm, with passed result. The stm then performed all functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported during pre-check before preventative maintenance (pm) performed by a getinge service territory manager (stm) that the cardiosave intra-aortic balloon pump (iabp) displayed an "autofill failure" message and combined with a blocked or kinked catheter message and a low vacuum alarm. There was no patient involved and no adverse event reported.